Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 064 alarms. During testing, the piston rod was unable to move during the rewind step. A call service 064 alarm was emitted during the load step, which inhibited further testing. The pump cover was opened and the motor was removed for further testing with an external power supply. The motor was found to be moving without hesitation using the external power supply. The piston rod was able to be moved down the lead screw without hesitation. However, the lead screw and piston rod were found to be stiff and difficult to spin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.